Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report#: 3006345872-2025-99001. Supplemental rationale: corrected data: b5, h6, h11. 15 previously reported events were included in this follow-up record. Product return status: 1 device investigation type has not yet been determined. 7 devices were not available for evaluation. 7 devices were received. Evaluation findings (results/components): 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable. 7 devices: no findings available / part/component/sub-assembly term not applicable. 1 device: manufacturing process problem identified, fatigue problem / balloon, membrane, adhesive. 6 devices: manufacturing process problem identified / membrane, adhesive. Product disposition: 7 devices: scrapped by customer. 7 devices: scrapped by stryker. 1 device: product disposition is not yet determined.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30 2025. This report summarizes 15 events for the failure: free or unrestricted flow. 15 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 18 events were reported for this quarter. Product return status: 8 devices were received. 10 devices had investigation types that have not yet been determined. Additional information: 18 devices were not reprocessed or reused.

Event description:
This report summarizes 18 events for the failure: free or unrestricted flow. 17 events had no health consequences or impact. 1 event had problem identified before clinical use/exposure; there was no patient involvement.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3006345872-2025-99001. Supplemental rationale. Corrected data: b5, h6, h11. 15 previously reported events were included in this follow-up record. Product return status. 8 devices were not available for evaluation. 7 devices were received. Evaluation findings (results/components). 8 devices: no findings available / part/component/sub-assembly term not applicable. 1 device: manufacturing process problem identified, fatigue problem / balloon, membrane, adhesive. 6 devices: manufacturing process problem identified / membrane, adhesive. Product disposition. 8 devices: scrapped by customer. 7 devices: scrapped by stryker.